Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a dislodged conductor wire. The instrument was found to have a segment of the conductor wire dislodged from the distal end at the snake wrist . A loop of the wire protrudes above the outer surface of the wrist. The wire insulation was not damaged and the instrument passed the electrical continuity test. The probable root cause is attributed to component susceptibility to damage through external collisions or during use. A broken connector pin or retention issues can lead to a dislodged conductor wire. This issue can be resolved by using an alternate instrument to complete the procedure. The probable root cause is attributed to component susceptibility to damage during use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and obtained additional information. Damage was confirmed during the procedure. An event occurs while developing tissues in the body cavity. It is speculated that it was probably caught when it interfered with the monopolar curved scissors per customer. There was no damage insulation. Cable was intact. No loss of cautery and no arcing. No injury to the patient. Procedure was completed robotically with another instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, a black wire has been popped out from the vessel sealer extend (vse) instrument's tip. Technical support engineer (tse) advised the customer to replace the instrument. The procedure and patient outcome were not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.